Manufacturer narrative:
Device not returned. If the device or additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on investigation, the root cause of the determined loss of fixation was attributed to a user related issue. The loosening was caused by patient bone conditions. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the patient was initially done (B)(6) 2013, brought patient back in (B)(6) 2013 and put in an omega. Patient had bone loss and fracture and couldn't get fixation. Surgeon put in a restoration modular with dall miles cables.

Event description:
It was reported that the patient was initially done (B)(6) 2013, brought patient back in (B)(6) 2013 and put in an omega. Patient had bone loss and fracture and couldn't get fixation. Surgeon put in a restoration modular with dall miles cables.